Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urinary retention. It was reported that they had trouble with their medtronic device starting about a week or two ago. The patient further clarified their trouble: they stated that when they turned the therapy on, it would cause a lot of pain where the battery was and that it would literally shock their butt like it was painful, so they would have to turn the therapy off. Patient stated they had the therapy for urinary retention for which catheterization had been used in the past as a standard of care "many times" and now since this pain, with the therapy off, they were retaining more fluid than they should have been so they were admitted into the hospital on friday night (B)(6) 2025 and they were currently sitting in the hospital with a catheter in them to treat the issue. They called their new healthcare provider (hcp) and they were told to call in. They made multiple attempts to call multiple manufacturing representative's (rep), but there was no answer.  Patient services reviewed the role of the reps and patient services with the patient and provided patient with the national answering services (nas) number to provide to the facility where the patient was located, so the facility could call the number to page a rep to come to the facility. Patient stated as long as they had pain they couldn't use the therapy and as a result they were retaining and they needed someone to assess what was going on with the system. The reps were also contacted about this situation. On 2025-sep-30 an hcp called in and reviewed how the patient was having pain with the stimulation on. They wanted to have a rep check the device, but the call dropped when they were transferred to nas. On (B)(6) 2025 the patient called in again and repeated the information about the ins not working correctly and they were still in the hospital. The patient was advised to have their hcp call nas to page a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the issue of being shocked had been resolved.